Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Information received from a manufacturer representative regarding a patient receiving fentanyl and marcaine (unknown concentration/dose) via an implanted pump. Indication for use was noted as non-malignant pain. Patient's past medical history included post laminectomy pain. It was reported that there was an code see on the personal therapy manager "8286," the empty reservoir code on (B)(6) 2015. The patient reported on (B)(6) 2015, that their device would not give them a "shot." The cause of the patient's pump going empty was because the patient had canceled refill date. No symptoms were reported. Actions/interventions taken was the patient was refilled with 1ml left in the reservoir. The empty pump reservoir had resolved.